Manufacturer narrative:
There was no patient involvement. Livanova manufactures the s5 sensor module level. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The module was returned to livanova (B)(4) for investigation. During the evaluation, the reported issue was reproduced. The level module did not show the state of the level in the main control display. Trouble shooting identified the cause of the issue to be corrupted data in the memory banks of the micro-controller on the board of the module. The nvmem module was flashed and a 3 day test run was conducted with the simulator switching between low and high levels every 5 seconds. No deviations occurred during this test run. The module was scrapped for safety reasons upon completion of the investigation and the customer has been provided a replacement. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that the s5 level sensor module did not display anything during priming. There was no patient involvement.